Event description:
It was reported that pump displayed altitude alarms and suspended insulin, and that this issue had occurred previously with same pump. There was no reported adverse impact to the customer's blood glucose level. Customer followed guidance from technical support to clean pump speaker openings, remove and reconnect cartridge, and then replace cartridge when alarm recurred, and after waiting two hours for possible moisture to evaporate, customer successfully resumed insulin delivery and pump returned to normal operation while technical support provided education on preventing future altitude alarms.